Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies, reported with oral dissatisfaction. It was reported that there was no patient impact. Additional information was received stating that bearing detachment was found during evaluation.

Manufacturer narrative:
H3: product analysis :evaluation determined that distal bearing is broken. The likely cause of the failure could not be able to determined. It was also noted that laser marking, color ring got faded. This regulatory report is being submitted due to retrospective review through CAPA 672570. B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.